Event description:
On may 15, 2008, it was reported to boston scientific corp, a procedure using a prolieve thermodilitation kit to treat benign prostatic hyperplasia (bph) occurred in 2007 (date unk) successfully on a male pt. According to the complainant, post procedure in one and a half months prior to original date, the pt was diagnosed with a three centimeter urethral stricture. The pt was catheterized and has a super pubic tube (manufacturer unk) in place. Reportedly, the physician stated there were "no indications of any problems during the procedure." The physician is unsure if the stricture is related to the procedure using the prolieve thermodilitation kit. The pt was reported as "stable" and managing with the catheter.

Manufacturer narrative:
The lot number of the device used is unk; consequently, the expiration and manufacturer date of the device is unk. Info supplied in section f was completed by the manufacturer based on info obtained from the user facility. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.